Event description:
Per the report received from spain, five days following implantation of an intuity valve, model: 8300ab19, the patient required implantation of a permanent ddd pacemaker due to complete heart block. Reportedly, the patient developed progression from av block to complete heart block during the immediate postoperative period. The pacemaker was implanted via a left subclavicular approach with a passive-fixation lead placed in the rv apex and an active-fixation lead placed in the right atrial level.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this patient. Related report numbers capturing additional event related to this patient is 2015691-2026-16927. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.